Manufacturer narrative:
Product analysis: at analysis it was noted that though the unit was received intact it failed its incoming testing performed on the automated test system on backlight on-off difference current and it was attributed to the red wire of the display backlight being cut off. The unit was cleaned and inspected, the display was replaced and the unit was tested and calibrated on the automated test system and passed. If information is provided in the future, a supplemental report will be issued.

Event description:
The external pulse generator which was returned for preventive maintenance subsequently tested out of specification during manufacturer¿s analysis. There was no patient involvement.